Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, mid left anterior descending artery. The two (2) xience v stent delivery systems did not cross the lesion. A non-abbott device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis of the 3.0 x 18 mm xience v revealed the stent had dislodged on to the proximal shaft.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was damaged and dislodged from the balloon; however, additional information received from the account regarding when/how it occurred was unclear. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.